Event description:
It was reported that during the preparation for a stenting treatment procedure, when removing the device from the product hoop the stent moved on the balloon and became elongated. The procedure was completed with another of the same device. No patient complications were reported and the patient status is good.

Manufacturer narrative:
(B)(4). Device is combination product. Device evaluated by manufacturer: a visual and microscopic examination noted that only the stent was returned to the complaint investigation site for analysis. The stent was severely stretched and damaged. The manufacturing batch record review confirmed the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).